Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 or more hours after insertion at abdomen on (B)(6) 2024. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 1 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00155. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006602 have already been previously tested in the complaint (B)(4) on 04/mar/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6006602 was manufactured according to the work instruction (wi) 4905072 version 112 manufactured in the line 7, on 11/apr/2024, with a total of 29, (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code evaluated soft cannula found kinked upon removal from infusion site and lot 6008533 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.